Event description:
A malfunction alarm occurred with the pump, which displayed malfunction code 13, and the issue could not be reset. There was no reported impact on the customer¿s blood glucose level. Customer technical support (cts) arranged for the pump to be replaced under warranty, and the customer was instructed on how to properly return the malfunctioning pump to avoid charges. The customer was informed about the software updates and advised on setting up the replacement pump and connecting it to their continuous glucose monitor (cgm). The customer acknowledged all instructions and confirmed the shipping and signature requirements for the replacement pump delivery. Customer reverted to an alternative method of insulin therapy.